Event description:
It was reported that the pump triggered cassette not attached properly alarm during pretest. There was no patient involvement. The reported high-priority alarm occurred in pretest. However, if the issue reoccurs during infusion, it will interrupt therapy and potentially affect the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.